Manufacturer narrative:
Device was used for treatment, not diagnosis. No patient information available for reporting. Additional product code: lxh. Device is an instrument and is not implanted/explanted. No reporter phone number available for reporting. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Report from device synthes europe reports an event in (B)(6) as follows: it was reporting during a spine surgery using the t-pal system on (B)(6) 2018, the knob on the instrument was loose. When the knob was turned to a ¿open¿ direction after the implant was inserted, the surgeon felt that turning was loose, but the implant could be turned. It was noted the shaft came off. When the surgeon tried to remove the implant from the holder, it would not detach correctly since the shaft had fallen off. The surgeon removed the implant from the reported shaft directly. When checked, it was found that the head of the reported shaft was broken. The surgery was completed with a no delay, and there was no adverse consequence to the patient. Concomitant devices: t-pal handle (part# 03.812.001 lot# 8474921, qty 1), t-pal knob (part# 03.812.004 lot# 8408797, qty 1). This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. A device history record (DHR) review was performed for part no.: 03.812.003, lot no.: 8196275: manufacturing location: haegendorf, release to warehouse date: 20.feb.2013: no non-conformance reports (ncrs) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. H3, h6: a product investigation was conducted. The cap at the end of the shaft is broken off as complained, the broken cap was returned for investigation. In general, is the inner shaft in a very used condition, the edges at the groove are strongly deformed. Also at the fork are heavy sign of often and intense use visible. The relevant dimension at the fracture face cannot be verified anymore because the surface is deformed, most likely by hammer blows after the breakage occurred. Therefore, the manufacturing documents were reviewed and no complaint related issues were found, the device was manufactured in february 2013 according the specification. With stainless steel 1.4028 the correct material was used and the hardness was within the specification as defined in relevant drawing. No manufacturing related issue could be detected. Based on the provided information we are not able to determine the exact cause of this breakage. We can only assume that a mechanical overload during hammering did lead the breakage. The heavy hammer marks on the as concomitant device received applicator knob support this assumption. Wear and tear over the years could also have played a certain role, as the condition of both received devices does indicate that they were often and very intense used over the years. In general it can be mentioned that the t-pal applicator instruments are designed and produced to withstand normal forces during a surgery. Whenever a certain axial force is being achieved the instrument should break rather on the proximal end than on the distal end. This allows the surgeon to dismantle the instrument and remove it safely with no patient contact to any broken parts. Also we would like to point out the t-pal surgical technique, where on page 48 the function control of the inner shaft states that the shaft should be replaced when deformations at the groove are present. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.